Event description:
Customer reported insulin was shooting out during a manual prime. The customer's blood glucose was unk. The customer also reported he was unable to exit the preparing to prime loop. He reported receiving several alarms. The customer stated numbers did not appear on the screen after troubleshooting. The customer was advised to replace his insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. No unexpected alarm for a dose too big error or a spi to motor pic communication error was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).